Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however the customer declined to complete troubleshooting. Customer reported issue was due to not completing air removal. Customer reported blood glucose level was "high" on the continuous glucose monitor graph. Elevated bg was address by a correction injection via manual injection.